Manufacturer narrative:
Device passed displacement, sleep current measurement, and active current measurement tests. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. On the other hand, pump trace download analysis confirmed the device alarmed pump error 25. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed pump error 25 due to connector resistance electrical board 1. After disconnecting and reconnecting the internal battery connector on electrical board, the device was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had replace battery alert. The customer¿s blood glucose level was unknown. The customer did not received a low battery alert prior to the replace battery alert. The customer stated that the battery was not previously used as well as the battery cap was not loosed, cracked or damaged and the second occurrence of replace battery alert without low battery warning. Troubleshooting was performed. Customer also reported that the insulin pump had multiple power error detected alert. Customer was able to clear the alarm and able to complete insulin pump rewind. Customer also stated that the notification light did not immediately stop flashing. The customer was advised to the insulin pump would need to be replaced and they may continue to wear pump until replacement arrives. The insulin pump will not be returned for analysis.